Event description:
Device was advanced and pulled back into the renegade 18 microcatheter, resistance was felt. Although, attempts were made to remove coil, it got stuck at the distal tip of the microcatheter. When the coil was pulled back with force, the tip of the pusher wire got stretched and the coil was inserted into the aneurysm. No complications were reported to have occurred with the patient during this event.